Manufacturer narrative:
The "known inherent risk of device" conclusion code was selected because the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors likely contributed to the event. Available information does not provide objective evidence to confirm the allegations as the product has not been returned for analysis. However, the allegations are confirmed to be consistent with well-understood outcomes for implanted cardiac leads in a trending group.

Event description:
It was reported that the movement of the guidewire that was used to place the left ventricular (lv) lead was inhibited when trying to remove it. This happened after successful initial positioning. The lv lead was removed with the guidewire. According to the customer, it seems that there is a problem with the lv lead wire lumen. A new lv lead was successfully implanted. No adverse patient effects were reported.